Event description:
It was reported that first cable locked onto the tensioner normally. Then, when went to lock the second cable for the plate the lock knob at the top became stuck and wouldn't move. It has been locked up ever since. The procedure was completed successfully with competitor device.

Manufacturer narrative:
The associated complaint device was returned and evaluated. Our assessment confirmed the wire tensioner's locking mechanism is stuck. The device shows significant signs of wear/usage. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the part revealed no prior complaints for the listed batch/failure mode. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.